Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebq0616 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that seepage occurred at the position of 39.5cm of the catheter after it had been inserted into the patient for 40cm and the patient had a strong reaction. Through repeated communication, the catheter was replaced with a new one in the hospital.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, but the exact cause was unknown. One 4 fr s/l groshong PICC was returned for investigation. Evidence of use was observed on the sample. The stylet had been removed. The two-piece connector was attached and secured to the tubing and what appeared to be blood residue was observed within the catheter tubing. The printing on the extension leg was partially worn. A functional test revealed a spraying leak between the 39 and 40 cm depth marks. A microscopic examination of the leak site revealed a pinhole in the blue stripe. The catheter was cut open to examine the leak site from within the lumen and the damage was similar in appearance. It is possible that the catheter was compressed over the stylet during insertion; however, while the exact mechanism of damage could not be determined, the hole may have been created during use due to the condition of the returned sample. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebq0616 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that seepage occurred at the position of 39.5cm of the catheter after it had been inserted into the patient for 40cm and the patient had a strong reaction. Through repeated communication, the catheter was replaced with a new one in the hospital.